Event description:
The customer was hospitalized for low bgs. It was informed that family member called the paramedics. The customer was unconscious when the emergency response team arrived and they had to break into the house. The cause of low bgs was unknown. It was mentioned that the set was changed the day before. Reviewed prime technique. The insulin type and concentration were correct. Troubleshooting was performed. The programming and histories on the pump were accurate. Suggested that the customer call their doctor to discuss possible causes of low bgs.